Event description:
Surgeon was unable to get the compression screw to engage in the lag screw and stripped the threads on the compression screw. He subsequently was able to use a second compression screw. This event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Eval of this event cannot be performed because the device has not been returned to howmedica rutherford.